Event description:
It was reported that an amia device experienced a max air in line (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during night cycle five of six of peritoneal dialysis (pd) therapy. During troubleshooting, a loose connection between the supply line of the amia cassette and supply bag was identified, which would lead to the alarm. The patient cleared the alarm and would contact the nurse regarding the event and incomplete therapy. The patient would complete therapy with manual supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of an amia cassette and supply was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.